Manufacturer narrative:
(B)(4). The device has been returned to the supplier for evaluation. The evaluation has not yet been completed. A follow up will be sent if an evaluation is received from the supplier.

Event description:
The unit is getting too hot to the touch.  Too hot to change, too hot for clinicians to touch, concern over family members touching and getting burned.  They have tried to measure the temperature on the outside of the heater (where you would handle it to change it) and have seen over 110 degrees.  This is without the water being out and with flow going through the system.

Manufacturer narrative:
The compliant heaters were returned and an evaluation was performed. The heaters were from the same lot and were manufactured on november 4, 2011. The device history record (DHR) was reviewed for this lot number. The DHR showed that the heaters passed all initial testing (hi-pot, ground fault, leakage current, temperature, and burn in). In addition, the heaters do not have a record of being repaired. A temperature test was performed on the returned heaters. The temperature readings were taken from both the core and outside sleeve of each heater. The heaters were run for a total of 275 minutes, with temperature readings taken of the core every minute. The temperature of the heater cores ranged from 103.0 to 115.6 degrees centigrade, which is within the product¿s specifications (100 to 135 degrees centigrade). The heater was next run for a total of 177 minutes and 30 seconds with temperature readings taken of the outside sleeve every 30 seconds. The temperature of the outside sleeve ranged from 61.5 to 65.9 degrees centigrade. There are no product specifications for this location, but these are the expected temperatures during operation of the heater. Underwriters laboratories (ul) standards have an acceptable limit not to exceed 85 degrees centigrade. Therefore, the outside temperature was within acceptable limits and did not overheat. Although uncomfortable, a temperature less than 85 degrees centigrade would not cause a burn. Two random retain samples (heaters) were also tested. The retain heaters were run for a total of 155 minutes, with temperature readings taken of the outside sleeve every minute. The temperature of the outside sleeve ranged from 57.0 to 63.0 degrees centigrade on both of these heaters.